Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. Initial op notes demonstrated that the patient had left tha due to osteoarthritis. Revision op notes demonstrated that the patient was revised due to pain and loosening. The previous cup was grossly loose. No difficulty removing the screws and cup. There was minimal loss of bone only at the screw holes and a posterior cyst but no compromise of the columns. Abductor tear chronic. New cup, screws, liner, and head were implanted. Complaint confirmed with op notes provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00294, 0002648920-2020-00095.

Event description:
It was reported the patient underwent left hip revision approximately 3 years post implantation due to tissue damage, pain, loosening, and cyst.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item#: 00875101236, liner, lot #: 63032799. Item#: 00801803601, head, lot #: 62668021. Item#: 00771101000, stem, lot #: 63175924. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00662, 0002648920 -2020 -00095.

Event description:
It was reported the patient underwent a hip revision procedure approximately 3 years post implantation due to unknown reasons. The shell, liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.